Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device remains implanted. No adverse patient effects were reported.

Event description:
Additional information noted that the device was turned off for palliative care. The patient has since deceased and the device will not be returned.